Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an auto fill failure. The unit was swapped out to continue therapy, there was no harm reported.

Manufacturer narrative:
Record cancelled as duplicate of ot# (B)(4).

Event description:
Record cancelled as duplicate of ot# (B)(4).